Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images shows degenerative change noted through the lower lumbar spine with collapse of l5 anterior aspect with overriding of the l4 inferior endplate on l5. Construct extends from l1 to s1 as is correctly stated. Reported complication of loosening must have occurred at l1 and s1 not the reported t12. Extension is to t12 with augmentation of t12 and l1 using pmma. Long constructs stopping at the thoracolumbar junction are prone to this complication.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.